Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation. St john medical center (united states) informed cook on (B)(6) 2023 of an event that occurred on (B)(6) 2023 involving a nester platinum embolization microcoil (rpn: mwce-35-7-6-nester-01; lot: unknown). It was reported that a coil was partially deployed. The physician performed a fistulagram with coiling of the collateral vein on a patient. During the procedure after placing one coil, the physician attempted to place a second coil using the wire guide; however, the end of the second coil "got stuck" in a competitor's diagnostic catheter. It should be noted that the catheter was flushed prior to use. No unintended section of the device remained in the patient's body. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One used device was returned to cook for evaluation. The device was received in a damaged condition. Visual examination of the returned device revealed the coil was stretched beginning at approximately 6cm. A competitor's 5 fr. Catheter was also returned with this device. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the sales history for this customer and was able to identify 5 possible lots. Three of the lots had related nonconformances for separated coil, however this step is checked 100% in qc and all nonconforming product has been scrapped. A database search for complaints on the potential lots found no additional complaints reported from the field. Cook also reviewed product labeling. The current instructions for use [t_nec2_rev0] packaged with the device contains the following in relation to the reported failure mode: "precautions: prior to introduction of the embolization coil, flush the angiographic catheter with saline." The information provided upon review of the dmr, DHR, and IFU does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, visual inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. It is possible that the catheter was not completely attached to the device, allowing the coil to bunch up inside the catheter, however this cannot be definitively confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: b5, d9 (date returned to manufacturer). Correction: b5, h6 (annex a). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The coil exited the distal tip of the competitor's catheter during the procedure. The coil was returned to the manufacturer on 08feb2023 and was stretched.

Manufacturer narrative:
(B)(4). Initial reporter occupation: manager. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported a nester platinum embolization microcoil was partially deployed. The physician performed a fistulagram with coiling of the collateral vein on a patient. During the procedure after placing one coil, the physician attempted to place a second coil using the wire guide; however, the end of the second coil "got stuck" in a competitor's diagnostic catheter. It should be noted that the catheter was flushed prior to use. No unintended section of the device remained in the patient's body. The physician was satisfied with the first coil and considered the procedure to be completed successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.